Event description:
A peritoneal dialysis (pd) patient contacted customer service to report that she experienced an itchy feeling on the location where she applied the micropore-paper tape 2 x 10 yds on (B)(6) 2025. The patient stated she had not received this from (B)(6) and may be from the unit. Patient did reorder because she was not sure if it was a fluke sometimes her skin did not react to it. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).